Event description:
It was reported that the stent graft was being placed through the right jugular. One stent had already been placed; howere, it was not sufficient, so another one was going to be placed. The physician was able to place the stent over the guidewire, however, it became stuck on the wire and operator was unable to remove the stent in any direction the entire depolyment system and guidewire was removed as one unit. Another stent was placed without indicedent. There was no patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not retured for evaluation. It is unk if patiet or procedural factors contributed to this event. The results of the ivestigation are inconclusive and the root cause is unk. This application repersents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treament of tracheobronchial strictures.